Event description:
Follow-up with the patient¿s healthcare provider indicated that the cause of the event was that a door hit the patient in the back. The event was attributed to the ¿remote¿. There was no patient injury and the patient did not require hospitalization.

Event description:
It was reported that the patient could not feel their stimulation. It was noted that the patient's device was bumped by a door handle and the patient has not feel stimulation since. It was added that the patient was unable to make stimulation adjustments neither with nor without the antenna attached. The patient was redirected to their healthcare provider. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-28, lot# va03xeg, implanted: (B)(6) 2012, product type lead. (B)(4).